Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during aquablation therapy, the surgeon inserted the trus probe into the patient's rectum and met resistance right away; he pulled it out, and a large blood clot and fresh blood came out of the rectum. General surgery was called, and they found that the patient had a small superficial tear in the rectum. They patched it up, and the case was converted to a trans urethral resection of the prostate (turp) because it was not safe to use the trus probe. The patient had a long history of colon surgeries and had a colostomy bag. The surgeon was unsure if the tear was caused by a digital rectal exam (dre) or the trus probe because the patient's rectal wall was so weak.